Event description:
Caller reported accu-chek system blood glucose results: 5:36 pm - 21 mg/dl 5:39 pm - 26 mg/dl 5:41 pm - 349 mg/dl reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
The customer stated they have intermittently received error code 1005 "result cannot be calculated, final rlu read is outside the specification of the lowest calibrator" on the architect b-hcg assay. In addition, results on the architect b-hcg assay have not been reproducible. A patient generated a positive result of 64 miu/ml but when the sample was retested three days later, a negative result of <1.20 miu/ml was obtained. A second sample from this patient also yielded a negative result of <1.20 miu/ml. No impact to patient management was reported.